Event description:
The account alleged the bed has no functions and did not know if the backup functions were working.

Manufacturer narrative:
The tech found the hydraulic motor will not operate due to a disconnected wire on the capacitor. The tech reconnected the wire to repair the bed.